Manufacturer narrative:
The user reported receiving low glucose alert on (B)(6) 2024. The user reported two examples where on (B)(6) 2024 at 4:00 am, sg was 50 mg/dl to 55 mg/dl and bg was not taken, and on (B)(6) 2024 at 08:15 am, sg was out of range and bg was 136 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2024 at 03:58 am, sg was 49 mg/dl and bg was not entered. At 8:13 am sg was 45 mg/dl and bg was 136 mg/dl at 8:27 am. A review of the alert history indicated that the user did receive multiple low glucose alerts. The user did not seek medical treatment and believed that they were not having a low glucose event. In an associated case for the user's complaint about sensor inaccuracy, it was observed that the system was having some instability in the signal and reference channels around (B)(6) 2024. This is potentially due to poor recovery from impacts to the insertion site. As per case notes, the user confirmed that there was an impact to the insertion site, and it looked black and blue. A sensor replacement was approved for the issue with glucose suspend and the investigation results will be reported under (MFR #3009862700-2024-01153). No further resolution was found necessary for this complaint. B4. Date of this report 01 january 2025. G3. Date received by the manufacturer? 01 january 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 18 nov 2024,senseonics was made aware of an incident where user reported a low glucose event. The following example sets were provided: (B)(6) 2024 4:00 am et / sg 50 mg/dl to 55 mg/dl - bg not taken. (B)(6) 2024 8:15 am et / sg out of range - bg 136 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2024 4:00 am et / sg 49 mg/dl - bg not entered. (B)(6) 2024 / sg out of range at 8:15 am et - bg 136 mg/dl at 8:27 am. After dms review, we confirmed that the user received a low glucose alert at 3:53 am when the sg was at 49 mg/dl, and an out of range low glucose alert at 8:18 am when the sg was below 40 mg/dl.user didn't seek for medical treatment because he didn't feel symptoms of low glucose, but at 4:00 am he drank orange juice and milk.